Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/66 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: mattiola, r.; auvil, b.; wu, james k.; altemose, g., (2015, july 31) outcomes of convergent ablation procedure using a cryo-balloon catheter for treatment of atrial fibrillation. Poster presented at lvhn research scholar program poster session, lehigh valley health network, allentown, pa. This poster is brought to you for free and open access by lvhn scholarly works. It has been accepted for inclusion in lvhn scholarly works by an authorized administrator. For more information, please contact libraryservices@lvhn.org. If information is provided in the future, a supplemental report will be issued.

Event description:
The poster presentation document reports the following patient complications while using a cryoablation balloon catheter system: there was one (1) patient each who experienced pericardial effusion and a hemoperitoneum with bleeding at the trocar site; both with no indicated treatment/resolution; however, both patients ¿recovered successfully.¿ of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique device lot numbers. The status/location of the cryoballoon system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.